Manufacturer narrative:
Additional information: section d-6b: date explanted: unknown as information was not provided. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6: health effect: clinical code: 4581. Device decentered or dislocated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported, the dfr00v model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). 20/40 visual acuity was corrected to 20/30. Patient reported, complaints of white cloud/haze. Which was confirmed, not corneal opacity. On (B)(6) exam the iol looked slightly superiorly and temporarily displaced. Iol was repositioned on (B)(6). On 12-jan patient's vision has improved to 20/20, but there is still white haze and issues driving at night. There was no incision enlargement, suture(s), and vitrectomy. No further information is available.